Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power test, prime test and excessive no delivery test. No unexpected low battery alarm noted. No excessive no delivery alarm. The insulin pump had an intermittent button response due to flattened down button dome switch. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. No broken belt clip noted, the insulin pump was received without original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer reported that he received a no delivery alarm. The customer also reported that the down arrow button was getting stuck. The customer reported that he received a low battery alert when the battery indicator was not showing less than 2 bars. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 115 mg/dl at the time of call. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.